Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 06/25/2014; date of follow-up report : 11/17/2014. One used lf1537 was received for evaluation and visual inspection found the flange that opens and closes the jaws had fractured. When the handle latch was retracted or released, the jaws would not open or close. The metal flange that pulls the inner tube to open the jaws was broken, but still attached. The tube is made of stainless steel and should not break without exerting excessive force. The investigation identified the root cause of the reported event to be attributed to the user applying excessive force to the instrument. The IFU states caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles.

Event description:
The customer reported that the metal jaw plate disengaged from the device and fell into the patient cavity. The material was retrieved and there was no injury to the patient. The surgery time was extended by more than 30 minutes.